Manufacturer narrative:
The tech found the linkage was broken and a screw broken off in the hex rod. The tech used a brake/steer upgrade to repair the stretcher.

Event description:
Info rec'd indicates the head and casters will not lock when the brake is set.